Event description:
It was reported that the patients spinal cord stimulator (scs) midline incision from an scs lead implant broke open. The midline incision did not appear infected, but they are placing the patient on antibiotics in the interim. Additional information was received that the patient underwent an explant procedure. The explanted leads were discarded and will not be returned.

Manufacturer narrative:
Block b3: exact date unknown, event occurred several weeks ago from the date manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI, upn:m365sc2408560, model:sc-2408-56, serial/ batch: (B)(6).

Event description:
It was reported that the patients spinal cord stimulator (scs) midline incision from scs lead implant broke open. The midline incision did not appear infected, however patient was placed on antibiotics in the interim.